Manufacturer narrative:
No service was requested. The user facility reportedly replaced the user interface panel for the unrelated complaint. No further investigation was performed by the user facility. No parts were returned for investigation. The root cause of the found technical error code has not been determined

Event description:
It was reported that during investigation for an unrelated complaint, a technical error code indicating a communication error was noted in the ventilator log. Patient involvement is unknown. Manufacturer¿s ref #:(B)(4).